Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to moisture damage on motor home switch. Unable to perform displacement test due to constant pump error 38 during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic stated that the insulin pump had an pump error alarm while changing the reservoir. Customer stated that they were unable to clear the alarm and while initiating the rewind the error popped again. Customer stated insulin pump was neither bumped or exposed to moisture. No harm was required during medical intervention. The insulin pump will be returned for analysis.